Event description:
Caller reported experiencing an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using cold insulin and failed to properly cycle the cartridge. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer to properly cycle the cartridge before use. Customer changed cartridge and infusion set to address the issue.